Manufacturer narrative:
(B)(4). The reported devices have now been returned to corin and will be reviewed. The appropriate device details will also be identified and the relevant device manufacturing records will be reviewed. Details of these reviews will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A metafix broach was impacted and became stuck in the patient's femur. Surgery was delated by approximately 30-45 minutes and the surgeon had to break the femur ro get the broach out.

Manufacturer narrative:
(B)(4). The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. The reported devices were returned to corin and reviewed. During this review, it was found that the spigots on the broaches were exhibiting signs of wear and the three of the broaches had excessive wear and thus were found to be out of specification, these three broaches have been scrapped and new devices have been provided to the customer. It has been concluded that the observed wear is consistent with repeated intended use, making it difficult for the broach handle to fully engage with the broaches thus resulting in this reported event. Based on the investigation, corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A metafix broach was impacted and became stuck in the patient's femur. Surgery was delayed by approximately 30-45 minutes and the surgeon had to breka the femur to get the broach out.